Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in intensive care unit since wednesday due to high blood glucose with blood glucose of 500 mg/dl. Customer stated they did not feeling well. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was active at the time of incident.